Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission one day post implant showed t-wave oversensing on the right ventricular (rv) lead. Reprogramming was performed. The rv lead remains in use. No patient complications have been reported as a result of this event.